Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/27/2024. The patient was treated with IV fluids and an unspecified medication for dizziness. She was discharged home later the same day. She was also scheduled for another unspecified heart test, which she is scheduled in two weeks. The patient was in good condition at the time of report. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On 4/26/24, the patient was experiencing chest pain, high blood pressure, heaviness in her chest and back, nausea, a dry nose, ear pressure, loss of balance, and was ¿collapsing¿. No specific cgm/bg comparison values were reported; however, the patient did allege a cgm inaccuracy and stated that the inaccurate cgm readings caused her to dose her insulin incorrectly. The patient went to her doctor¿s office, who then recommended she go straight to the emergency room (ER). At the ER, she stated her bg level had ¿lessened¿ and the difference between the cgm and bg meter was about ¿20 points¿. The patient also had an x-ray done, where the sensor/transmitter were removed. No other treatment/medication was provided to the patient, and she was discharged home later the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).